Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk. Additional information requested and received: how much blood was lost as a result of the device issue (ml)? Did the patient require a transfusion? When the battery failed, locking the device, was it able to be confirmed how far the device fired? After the bleeding was controlled, were any staples observed in the pulmonary vein? If yes, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, for the procedure was used the pve35a device, and during the cutting and stapling procedure of the pulmonary vein, the doctor closes the device, waited the fifteen seconds and when starting the fire, the battery fails, locking the device. The instructions for unlock to open the device were made and when the surgeon opened the device he noted that the tissue was bleeding abundantly. Thus, the surgeon could not determine if the device had cut and stapled the tissue or if the device had only cut. After that, the surgeon controlled the bleeding using a clip and furthers another fire with the pve35a device was done, but using other load. The reload was verified to evaluate if there is staples or not, however, due the abundantly bleeding of the tissue, it was not possible to conclude. Therefore, the procedure continued without problem.